Event description:
Boston scientific crm received information that this atrial lead was surgically abandoned after the terminal pin seperated from the lead body insulation upon removal from a device header during a routine changeout procedure. No adverse patient effects were observed.

Manufacturer narrative:
A new lead was successfully implanted. At this time, no further information is available. If additional information becomes availalbe, this report will be updated.